Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant. It was noted during testing that the lead impedance was above the normal range. Several locations were attempted with the same results of higher impedance and capture thresholds. The lead was exchanged and the problem resolved. The patient was stable.